Manufacturer narrative:
A duplicate report was submitted for this complaint event under mfg report number 3014334038-2020-00064. Consequently, no investigation results will be submitted for this MDR, as all information was previously submitted under mfg report number 3014334038-2020-00064. This is to inform that this event is a duplicate of report number 3014334038-2020-00064.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the perforator did not automatically stop when it meet no resistance. No patient injury and no surgical delay was reported.